Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2000474) on 22-jan-2020. The most recent information was received on 18-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure (batch no. 946765) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), dizziness ("dizziness"), dyspepsia ("digestive disorders"), hypothyroidism ("worsening hypothyroidism"), arthritis ("arthritis "), depression ("depression") and fatigue ("chronic fatigue"). At the time of the report, the pelvic pain, depression and fatigue had not resolved and the menorrhagia, dizziness, dyspepsia, hypothyroidism and arthritis outcome was unknown. The reporter provided no causality assessment for arthritis, depression, dizziness, dyspepsia, fatigue, hypothyroidism, menorrhagia and pelvic pain with essure. The reporter commented: period of event onset (unspecified) was 4 years ago (2016). Lot number: 946765, manufacturing date: 2012-01 expiration date: 2015-01 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. A technical investigation has been conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure (batch no. 946765) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), dizziness ("dizziness"), dyspepsia ("digestive disorders"), hypothyroidism ("worsening hypothyroidism"), arthritis ("arthritis "), depression ("depression") and fatigue ("chronic fatigue"). At the time of the report, the pelvic pain, depression and fatigue had not resolved and the menorrhagia, dizziness, dyspepsia, hypothyroidism and arthritis outcome was unknown. The reporter provided no causality assessment for arthritis, depression, dizziness, dyspepsia, fatigue, hypothyroidism, menorrhagia and pelvic pain with essure. The reporter commented: period of event onset (unspecified) was 4 years ago (2016). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.